Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of death cannot be determined. Additionally, death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being conservatively filed due to a patient death, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+. One mitraclip was implanted, reducing the mr to grade 2+. There was no device deficiency. On (B)(6) 2023, the patient passed away due to an unknown cause. Reportedly, additional details were not available at this time. There was no device malfunction noted. No additional information was provided regarding this issue.